Event description:
Boston scientific crm received information that this device system was explanted due to pocket infection. A new device system may be implanted once the patient is cleared by the physician. The leads weer discarded and not returned to the boston scientific post market quality assurance laboratory for analysis purposes.

Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was explanted secondary due to patient infection.